Event description:
Interventional cath using cutting balloon. Balloon became lodged and was difficult to remove. After removal, balloon inspected and was found to have part of one blade missing. Pt had to be taken to cvor for bypass of l.a.d. Pt in no acute distress and surgery with no complications noted. No attempt was made to remove portion of blade felt to be imbedded in plaque in lad artery due to concern for excessive and uncontrollable bleeding.